Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device types is as follows: d2b: medical device type: pch, pci. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ enteric bacterial panel the user received an unspecified number of positive results for shigella; however, the cultures did not confirm this result. No health impact or consequence reported.

Manufacturer narrative:
The complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel kit (ref. 442963) kit lot 3291369 was performed by the review of manufacturing records, review of customer¿s data, and by the complaint¿s history review. Customer complained about positive results for the shigella target (rox channel) when using the bd max¿ enteric bacterial panel kit lot 3291369 that was not confirmed in culture. Review of the manufacturing records of bd max¿ enteric bacterial panel kit indicated that lot 3291369 was manufactured according to specifications and met performance requirements. Customer provided runs 67 and 77 performed on ct3025 that were analyzed. Manual pcr curve adjudication was conducted for the sample identified by the customer (run 67; position a5) and revealed late and low, but true amplification of the shigella target. However, this sample was not found in run 77 and no further analysis could be performed. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Moreover, limit of detection can vary between different assays and compared to culture. Based on the investigation, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive result. However, bd is unable to determine the exact cause of the issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on enteric bacterial panel kit 3291369. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported when using the bd max¿ enteric bacterial panel the user received an unspecified number of positive results for shigella; however, the cultures did not confirm this result. No health impact or consequence reported.